Manufacturer narrative:
Unknown, not provided. Date of event is unknown. The best estimate time would be between (B)(6) 2021 and (B)(6) 2022. The intraocular lens (iol) is not returning for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis synergy intraocular lens (iol) was explanted from the patient's right (od) eye due to mechanical complications. The lens was removed in whole. Incision was enlarged; however, no vitrectomy or suture was required. There was no patient injury reported. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 3/16/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that it was received stuck to gauze. The lens was cleaned, and no issues with the lens could be identified. No handpiece was received as part of this return therefore, no product evaluation could be performed on the handpiece. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.